Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common passage of a patient (patient age, sex, and weight are unknown). During the procedure, as the physician retracted the guide catheter to reposition the stent, the guide catheter became stretched and broke. No segments of the guide catheter remained in the patient. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common passage of a patient (patient age, sex, and weight are unknown). During the procedure, as the physician retracted the guide catheter to reposition the stent, the guide catheter became stretched and broke. No segments of the guide catheter remained in the patient. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed the working length of the push catheter was buckled at the proximal end. The guide catheter assembly was found stretched and broken at proximal end. The distal end of the guide catheter contained kinks/bends (suture impressions). The suture was not returned for analysis. There was no damage observed on the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.the device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.